Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: jul-2008, we did receive performance data collected from the device and have analyzed the data. The device was stuck in a session on approximately (B)(6)-2008 or (B)(6) -2008. Possible reedswitch issue. (B)(4) the device was returned and analyzed. Analysis results revealed the device failure disappeared during analysis.

Event description:
It was reported that the device was not recording high rate or mode switch episodes. It was noted the device reed switch may be stuck. An attempt to "unstick" the reed switch was unsuccessful. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device was not recording high rate or mode switch episodes. Review of the device data noted the capture management, chronic lead trend and sensitivity trend data had not populated in some time. It was noted the device reed switch may be stuck. An attempt to "unstick" the reed switch was unsuccessful. The device was explanted and replaced. No patient complications were reported as a result of this event.